Event description:
Additional information was received from the company representative (rep) reporting that at a refill the expected reservoir volume was "4" and the actual reservoir volume was "8".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include, but is not limited to visual inspection, alarm output, motor function and dispense testing. Destructive analysis identified, non significant wear on the motor o-ring for gear number three. The returned catheter was subjected to a series of standard tests that include, but is not limited to visual inspection, patency testing and pressure testing. Analysis identified, non significant damage to the sutureless connector (sc). Which is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (gablofen) 2000 mcg/ml at 750mcg/day via an implantable pump for intractable spasticity. It was reported that the hcp stated increasing residual volumes over the course of the past few refills. Patient had occasional withdrawal symptoms as well which required addition of oral baclofen. Pump nearing eri (less than 1 month) was replaced and catheter investigated for possible issues. During disconnection from the pump, catheter connector was noted to have tissue growing into the connection and possibly limiting or occluding the lumen of the connector. Connector was destroyed in the disconnection, however the pertinent parts were included for analysis. Catheter was replaced without incident. Issue was resolved at this time. The patient's status was "alive-no injury". The patient's weight was 66 kg and patient had a medical history of intractable spasticity.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.